Event description:
Screw fails to tighten. The event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: the inability to tighten the screw may be attributed to the design of the handle. Corrective action has been implemented to change the handle design to preclude this event in the future.